Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited loss of sensing and pacing at maximum output when it was positioned. After checking the electrocardiogram, the physician believed the issue was not related to the positioning site but due to lead anomaly since the electric potential from the atrium could not be obtained and the output did not appear even after multiple attempts. He decided not to implant the atrial lead because it would prolong the procedure and the patient was aged. There were no patient consequences.